Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc calibration was good and quality control (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument. The cse calibrated the probes, removed the incubation ring and checked all cuvettes. The cse verified the fluidics. The cse ran qc, resulting in range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported out to the physician(s). The customer ran the same sample on the same instrument twice, resulting lower. The first repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.